Event description:
It was reported that removal difficulty and shaft break occurred. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced and used for simultaneous ballooning (kissing balloon technique) from the ramus and left circumflex into the left main artery. However, upon withdrawal, the balloon encountered lot of resistance, and it broke. The balloon was removed and the procedure was completed with a new balloon. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by MFR.: fg nc emerge mr, us 2.50mm x 12mm was returned for analysis. A visual and tactile examination confirm that a break existed at port exchange. No issues identified with the hypotube shaft. A detailed microscopic examination identified that the polymer extrusion was stretched and accordioned. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty and shaft break occurred. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced and used for simultaneous ballooning (kissing balloon technique) from the ramus and left circumflex into the left main artery. However, upon withdrawal, the balloon encountered lot of resistance, and it broke. The balloon was removed and the procedure was completed with a new balloon. No patient complications were reported.